Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. A follow up computed tomography (CT) showed a potential type1b endoleak from the right iliac limb of the main body with aneurysm sac growth. A secondary intervention has not been scheduled at this time. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation did not confirm the reported event. The increase in aneurysm diameter, by 3mm, was not enough to be classified as growth and the reported type 1b endoleak could not be confirmed. Additionally there was enough evidence to reasonably support the following observations; at implant a non-endologix stent was placed in the left iliac limb of the main body extending into the left common iliac artery to straighten the common iliac so the end of the limb does not land in a vessel curve, at 36 months post implant a type 2 endoleak from a right lumbar artery (at ~l-4), dilation of the superior stent margin of the main body (25%), and at 37 months post implant a secondary procedure to coil embolize right iliolumbar branches. The clinical evaluation also found evidence to reasonably suggest the following contributing factors to the reported event; off label use and patent lumbar arteries. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. To date there are no reports of the patient having a secondary procedure or any additional adverse events.

Event description:
Additional information, during the clinical evaluation endologix became aware the patient had a secondary procedure 37 months post implant to coil embolize right iliolumbar branches.